Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak from the probe rinse block during cleaning and noted excessive blood buildup in the vacuum tubing at the bottom of the rinse block. The fse flushed the tubing with bleach to clear the pathway. The fse also found that the vertical movement of the probe was not smooth and the probe was catching on the tubing at the rear panel. The fse indicated that the probe was slightly bent which was not allowing free movement of the rinse block. The fse adjusted the tubing placement away from the probe's pathway and also adjusted the probe and rinse block to allow for a smooth and complete movement of the probe which resolve the leak. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the event is attributed to a partially blocked vacuum tubing at the bottom of the rinse block and a bent probe which was catching on the tubing. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak of less than 3 ml from the manual probe of the lh 500 hematology analyzer after a manual run. The customer indicated that the leak consisted of diluted blood and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and glasses at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.